Event description:
It was reported that the patient's physician was having a harder time refilling the patient's pump. The patient stated that her pump was moved around. She stated that her pump started moving about a year ago. She has had "some falls." The patient inquired about the pump movement and about a nerve block. The medication being delivered via the device system was not reported. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).